Event description:
The customer reported that the video system center had a light problem as the light was flickering. The reported issue was found during preparation for use and there was no patient involvement. The device was not used in the procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found a burned harness for the light-emitting diode (led) unit, which caused the light to blink. This is an ongoing investigation. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue was caused by a faulty led harness. However, the specific cause of the faulty led harness could not be established at this time. Olympus will continue to monitor field performance for this device.